Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelviolysis-like discomfort, pain in the back of the pelvis'), genital haemorrhage ('heavy and irregular bleeding'), cardiac flutter ('fluttering heart') and borrelia infection ('borrelia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included diclofenac, levonorgestrel (mirena) since 2017, levothyroxine sodium (levaxin), macrogol;potassium chloride;sodium bicarbonate;sodium chloride, macrogol;potassium chloride;sodium bicarbonate;sodium chloride (laximyl), naproxen, naproxen (alpoxen), naproxen (pronaxen), oxymetazoline hydrochloride (nezeril), zolpidem tartrate (stilnoct) and zopiclone (imovane). On (B)(6) 2013, the patient had essure inserted. On unknown date the patient experienced abdominal distension, abdominal tenderness, acne, adnexa uteri pain, allergy to chemicals, alopecia, anorgasmia, arthralgia, arthropathy, balance disorder, blood glucose decreased, borrelia infection (medically significant), breast swelling, breast tenderness, breath odour, cardiac flutter (medically significant), carpal tunnel syndrome, cold sweat, constipation, cough, depression, diabetes mellitus, diarrhoea, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, fatigue, feeling abnormal, feeling cold, fibromyalgia, fluid retention, formication, genital haemorrhage (medically significant), haemorrhoidal haemorrhage, headache, hypothyroidism, inflammation nos, insomnia, irritable bowel syndrome, joint crepitation, joint swelling, libido decreased, medical device site paraesthesia, menopause, mucosal dryness, muscle spasms, muscle twitching, muscular weakness, musculoskeletal pain, myalgia, nasal congestion, nasopharyngitis, nausea, neck pain, nerve injury, night sweats, pain, panic attack, paraesthesia, pelvic pain (medically significant and intervention required), perfume sensitivity, pruritus generalised, pruritus genital, pyrexia, rheumatic disorder, seasonal allergy, smoke sensitivity, stiffness, tendon pain, urinary incontinence, vaginal discharge, vision blurred, vitamin d deficiency, vulvovaginal dryness, vulvovaginal mycotic infection, weight increased, weight loss poor, the first episode of hypoaesthesia, inflammation localised, joint clicking, stiff neck and the second episode of hypoaesthesia with essure. The patient was treated with clotrimazole (canesten), econazole, hydroxyzine, ibuprofen (ipren), paracetamol (alvedon), propiomazine maleate (propavan), vitamin d nos (vitamin d) and surgery (on (B)(6) 2019 bilateral salpingectomy was performed and essure was removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, cardiac flutter, borrelia infection, fluid retention, mucosal dryness, inflammation nos, pain, pyrexia, dizziness, breath odour, acne, weight increased, weight loss poor, dyspareunia, vulvovaginal dryness, night sweats, vaginal discharge, cough, pruritus generalised, dry skin, alopecia, feeling cold, arthropathy, neck pain, urinary incontinence, myalgia, tendon pain, stiffness, joint crepitation, joint clicking, vision blurred, balance disorder, breast swelling, breast tenderness, blood glucose decreased, dyspnoea, anorgasmia, stiff neck, paraesthesia, the last episode of hypoaesthesia, nausea, endometriosis, irritable bowel syndrome, hypothyroidism, rheumatic disorder, muscle spasms, cold sweat, vulvovaginal mycotic infection, vitamin d deficiency, fibromyalgia, menopause, carpal tunnel syndrome, diabetes mellitus, depression, nerve injury and panic attack outcome was unknown, the fatigue, pruritus genital, insomnia, inflammation localised, dysmenorrhoea, perfume sensitivity and smoke sensitivity was resolving and the formication, arthralgia, joint swelling, headache, dysgeusia, abdominal distension, abdominal tenderness, constipation, diarrhoea, nasopharyngitis, nasal congestion, haemorrhoidal haemorrhage, muscle twitching, muscular weakness, feeling abnormal, seasonal allergy, allergy to chemicals, medical device site paraesthesia, adnexa uteri pain, libido decreased and musculoskeletal pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal tenderness, acne, adnexa uteri pain, allergy to chemicals, alopecia, anorgasmia, arthralgia, arthropathy, balance disorder, blood glucose decreased, borrelia infection, breast swelling, breast tenderness, breath odour, cardiac flutter, carpal tunnel syndrome, cold sweat, constipation, cough, depression, diabetes mellitus, diarrhoea, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, fatigue, feeling abnormal, feeling cold, fibromyalgia, fluid retention, formication, genital haemorrhage, haemorrhoidal haemorrhage, headache, hypothyroidism, inflammation nos, insomnia, irritable bowel syndrome, joint crepitation, joint swelling, libido decreased, medical device site paraesthesia, menopause, mucosal dryness, muscle spasms, muscle twitching, muscular weakness, musculoskeletal pain, myalgia, nasal congestion, nasopharyngitis, nausea, neck pain, nerve injury, night sweats, pain, panic attack, paraesthesia, pelvic pain, perfume sensitivity, pruritus generalised, pruritus genital, pyrexia, rheumatic disorder, seasonal allergy, smoke sensitivity, stiffness, tendon pain, urinary incontinence, vaginal discharge, vision blurred, vitamin d deficiency, vulvovaginal dryness, vulvovaginal mycotic infection, weight increased, weight loss poor, the first episode of hypoaesthesia, inflammation localised, joint clicking, stiff neck and the second episode of hypoaesthesia with essure. The reporter commented: according to medical notes there was a ring/coil outside one of the fallopian tubes and two outside the other. Consumer mentioned that two weeks after the surgery she felt much better and many of her symptoms/problems was gone or had decreased significantly. And after two months she has a life again. The surgery was performed without complications. The implants taken out as a whole, one with a smaller "cutting damage" but everything remaining in coherent, surgically removed tissue, so nothing looked to have remained in the body. Patient underwent "countless blood samples." Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: initial visit prior to removal: usg was performed to assess location. It was difficult to find the right implant. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jun-2019: new events, essure insertion and removal date and concomitant drugs were added. The previous event "essure removed" was deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I am about to remove them (essure)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal planned). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.